Manufacturer narrative:
This is a supplemental report to report # 1218950-2017-02686. The FDA registration number initially chosen was incorrect. Failure analysis on the returned power management (pm) board shows that the d3 open and d37 shorted on the power management pcba prevented the ventilator from operating on backup battery.

Event description:
The customer reported that the ventilator smelled like it was getting hot. Review of the diagnostic report found codes that indicates auxiliary alarm supply failed error. The customer reported there was no patient involvement.